Event description:
Customer contacted saalt on (B)(6) 2023 saying that they chose to seek medical assistance to have their cup removed because they could not remove their cup on their own. Saalt asked the customer questions about their experience including the type of cup they were using, how long it had been inserted prior to their removal attempts, what their removal techniques were, and for their order information. Customer contacted saalt on (B)(6) 2023 saying that they chose to seek medical assistance to have their cup removed because they could not remove their cup on their own. Saalt asked the customer questions about their experience including the type of cup they were using, how long it had been inserted prior to their removal attempts, what their removal techniques were, and for their order information. Customer responded on (B)(6) 2023 with the information saalt requested and said they sought medical care to have their cup removed on (B)(6) 2022 and it was their first time using a menstrual cup. They said when they would insert their fingers into their vaginal canal to remove their cup, that the cup moved higher. They utilized the instructions from saalt to learn how to remove the cup. They said their cup was inserted for 12 hours at the time of removal and that the doctor said they have tight pelvic muscles and narrow bone structure. They provided their dob and the cup lot number. Saalt issued a refund for their order on (B)(6) 2023. Medical assistance is not required to remove the saalt cup. No further investigation is required. Saalt documented the information in the case file. Customer responded on (B)(6) 2023 with the information saalt requested and said they sought medical care to have their cup removed on (B)(6) 2022 and it was their first time using a menstrual cup. They said when they would insert their fingers into their vaginal canal to remove their cup, that the cup moved higher. They utilized the instructions from saalt to learn how to remove the cup. They said their cup was inserted for 12 hours at the time of removal and that the doctor said they have tight pelvic muscles and narrow bone structure. They provided their dob and the cup lot number. Saalt issued a refund for their order on (B)(6) 2023. Medical assistance is not required to remove the saalt cup. No further investigation is required. Saalt documented the information in the case file. Customer contacted saalt on (B)(6) 2023 saying that they chose to seek medical assistance to have their cup removed because they could not remove their cup on their own. Saalt asked the customer questions about their experience including the type of cup they were using, how long it had been inserted prior to their removal attempts, what their removal techniques were, and for their order information. Customer responded on (B)(6) 2023 with the information saalt requested and said they sought medical care to have their cup removed on (B)(6) 2022 and it was their first time using a menstrual cup. They said when they would insert their fingers into their vaginal canal to remove their cup, that the cup moved higher. They utilized the instructions from saalt to learn how to remove the cup. They said their cup was inserted for 12 hours at the time of removal and that the doctor said they have tight pelvic muscles and narrow bone structure. They provided their dob and the cup lot number. Saalt issued a refund for their order on (B)(6) 2023. Medical assistance is not required to remove the saalt cup. No further investigation is required. Saalt documented the information in the case file. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.